Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a bolus anomaly. The customer's blood glucose reading was 132 mg/dl. The customer stated that she had problems with her bolus. The customer stated that sometimes the bolus takes an hour to deliver 12 units of insulin. The customer mentioned that she cannot see the pump screen well. The insulin pump will not be returned for analysis.